Event description:
Report received of an unrequested bolus dose delivery. The customer could not recall the pump settings or what medication was being administered. It was reported that the patient was bleeding after surgery. The patient needed to return to surgery for an unspecified procedure to control the bleeding. The pca was connected to the patient upon return to surgery the second time. After the second surgery, the customer contact reported that the patient returned to the customer's care unresponsive on ventilatory support as a result of the bleeding incident and subsequent return to surgery. At an unspecified time after the second surgery, the rn was standing on the opposite side of the bed from the pca pump, and noted that the pump was delivering a bolus dose. The patient pendant had reportedly not been pushed. It was not known if the patient pendant was hanging on the pump or attached to the bed. The pump had not been bumped. There was no reported change in the patient's condition at this time. The device was removed from clinical service. Though requested, there was no further information available.